Event description:
It was reported that bd arterial cannula 20g/1.10mm x 45mm had the needle break. The patient had a surgical intervention to retrieve the end of the arterial line. The following information was provided by the initial reporter: "when recovery nurse removed patients arterial line she noticed part of the cannula has broken off. The patient did have a second operation to remove the end of the arterial line, unfortunately it was not recovered."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-01. H6: investigation summary: one sample was received by our quality team for evaluation. From the sample, a broken catheter was observed in this sample. The part off edges of the broken catheter was observed to have a clean cut. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The arterial cannula tube draw machine was reviewed and the machine parts that contact the catheter tubing are the machine grippers. However, the machine grippers have a round flat surface with no sharp edges that could cause part-off in the catheter tubing. The arterial cannula assembly machine was also reviewed. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. A simulation was conducted by using scissors to cut the catheter tubing of an arterial cannula. The part-off end of the catheter tubing was observed under a scope. A clean cut is observed on the part-off area of the catheter tubing which is similar to that of the returned actual sample. Therefore, the broken catheter could have been caused by a sharp object such as a scissors. Based on the investigation, the broken catheter could have been caused outside the manufacturing process. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/1.10mm x 45mm had the needle break. The patient had a surgical intervention to retrieve the end of the arterial line. The following information was provided by the initial reporter: "when recovery nurse removed patients arterial line she noticed part of the cannula has broken off. The patient did have a second operation to remove the end of the arterial line, unfortunately it was not recovered."